Event description:
Information received from the field notes that the patient presented to the clinic after a transtelephonic evaluation showed no magnet response. Attempts to interrogate the device using multiple programmers were unsuccesful and telemetry could not be obtained. The patient was in normal sinus rhythm at 55 bpm.